Manufacturer narrative:
(B)(4).

Event description:
Procedure: sigmoidectomy. According to the reporter: the cartridge was applied to a vessel but the surgeon could not open the jaw after application. The jaws were pulled off the tissue. Tissue loss was reported as 1 inch.